Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient contact reported to fresenius technical support that a fluid leak occurred during the patient's pd treatment. The reported issue was discovered during drain 1 of 5 of treatment. No alarms were received. The patient line (pl) connection between the liberty cycler set and the patient was loose and fluid started to leak into the bed. The patient contact tightened the connection but could not be certain whether fill 1 was completed. Treatment was cancelled. The patient contact was advised to re-setup treatment with new supplies. Upon follow-up, the pd registered nurse (pd(rn)) confirmed that the patient did not experience a serious injury, adverse event, nor require medical intervention. Treatment was completed on the reported event date. The cycler set was not available to be returned to the manufacturer for physical evaluation.